Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of air bubbles in the reservoir and the tubing. Customer indicated that they had high blood glucose readings but the level was unknown at the time of incident. Customer was advised that replacement infusion set and reservoirs would be provided. No further assistance was necessary.